Event description:
On (B)(6) 2012 the customer relayed a concern of the mrx batteries dying or losing charge quickly from being fully charged. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): on (B)(6) 2012 the customer relayed a concern of the mrx batteries dying or losing charge quickly from being fully charged. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.